Event description:
Many of the gloves are tearing or look to be torn out of the box.

Manufacturer narrative:
Many of the gloves are tearing or look to be torn out of the box. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.